Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order did not show up. A technical support specialist (tss) identified that order ID contained the error rxorder message component type not provided, indicating that a required component type in the component list was missing or null, which prevented the order from appearing in the station. Tss contacted the facility and reported the error details. During verification at the station, the medication order was visible, and the medication had already been removed, suggesting the issue had resolved. Tss advised that if the issue reoccurs, the hospital information technology (it) team should review the message or resend the order from the pis with the correct component type. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es single patient order did not show up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.